Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed the ventilator inop alarm test from the ltv final test. The ventilator passed the general checkout procedure. The ventilator also passed an extended test run using the customer's ventilator settings. Internal inspection revealed an unknown white foreign material contamination inside the ventilator. Further inspection revealed contamination on the power board and main board of the ventilator. The event trace supports the reported complaint that the ventilator had shut down on the reported date of(B)(6) 2015 as indicated by the ln vent1 event trace entry. The event trace revealed multiple ln vent1 alarm conditions ranging from (B)(6) 2015. The event trace also revealed multiple "intrrpt2" and "intrrpt1" on (B)(6) 2015. It is recommended that the power board and main board be replaced as a precaution.

Event description:
It was reported that during transport, the ventilator stopped providing ventilations with no audible alarm while connected to a patient. The ventilator lights began flickering and then the ventilator completely stopped. The patient was removed from the ventilator and manually ventilated. No patient harm reported.